Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that the device was implanted on (B)(6) 2015. The patient first started experiencing the device not working in (B)(6) 2015. It was clarified that the patient had a therapy issue and not a device issue. The patient had abdominal pains, bloating, gastrointestinal (gi) distress, nausea, vomiting, and reflux. The cause of the device not working was not determined. The patient was seen by a hcp on (B)(6) 2016 and had a reoccurrence of gastroparesis symptoms. The onset of symptoms had been variable. The gastroparesis had been occurring for years in a persistent pattern and the course had been increasing and was described as moderate and severe. The patient had nausea and also had been having a lot of diarrhea, but at times had severe constipation. The patient fell frequently, had anxiety, and chronic constipation. The patient¿s current medical conditions included high triglycerides, fibroids, pneumonia, hiatal hernia, gerd, arthritis, rheumatoid arthritis, chronic lower back pain, fibromyalgia, urinary stress incontinence and leakage of urine, mild depression, add, migraine headaches, nausea, vomiting, and dehydration. The patient was on a gastroparesis diet for delayed stomach emptying, was referred to general surgery, and would follow-up in 1 month or as needed. The patient was seen at their hcp¿s office on (B)(6) 2016 and had severe gi troubles including intractable gastroparesis with gerd, hiatal hernia, nausea, and vomiting. The patient had morning headaches and daytime drowsiness and fatigue, neck pain, muscle weakness, back pain, frequent migraines, and poor balance. The patient had normal bowel sounds, the abdomen was non-tender, and non-distended. The patient had fatty liver, hyperlipidemia, malabsorption, sob, and vitamin deficiency. Due to the patient¿s signs and symptoms, the hcp would proceed with had laparoscopic partial gastrectomy with formation of gastrojejunostomy for optimal emptying procedure, plus laparoscopic removal of the gastric neurostimulator. The patient had a failed/malfunctioning gastric pacemaker. The patient¿s gastric pacemaker device and leads were removed on (B)(6) 2016. The patient was in stable, satisfactory condition after the procedure. There were no complications. The patient was seen at their hcp¿s office on (B)(6) 2016 and they were very happy, had no nausea, and had only vomited twice instead of several times pre-op. The patient was feeling great. The patient had gerd, hiatal hernia, nausea, and vomiting. The patient was recovering well and would be seen again in 6 to 8 weeks.

Event description:
The health care provider (hcp) via a manufacturer representative reported that there was a patient that had an explant on (B)(6) 2016 and had the device removed because it wasn't working. The patient continued to nausea and vomiting symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.